Manufacturer narrative:
Philips service replaced the flexspot pc and flexviewing pc 4fg, restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that flexspot pc failed, causing loss of video in control room on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.